Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown muscle relaxer at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that "a long time ago" (over a year ago) they had the pump in the patient's abdomen. The patient fell and the "catheter came out". No symptoms were reported. No further issues were reported or anticipated.